Event description:
On (B)(6) 2013, a physician reported high impedance during system and normal mode diagnostics on this patient¿s device earlier in the day. The patient appeared to be well in the clinic visit, so the device was not disabled. The patient did not report any trauma or manipulation, and the doctor was unsure what could have caused this issue. Clinic notes were received. Notes dated (B)(6) 2013 showed that impedance was within normal limits. Notes dated (B)(6) /2013 stated that since the last appointment, the patient did not experience voice alteration with stimulation. On this date, high impedance was noted, and the device output current was decreased. There was no reported trauma or manipulation. Notes dated (B)(6) 2013 indicated that the device was disabled. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.